Manufacturer narrative:
(B)(4). Approximate age of device-10 months. The explanted pump and replaced segment of the percutaneous lead (driveline) was returned for evaluation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with driveline fault alarms and multiple pump stoppages since (B)(6) 2018. The patient was reported to be asymptomatic. Device interrogation confirmed the reported events. The manufacturer's technical service representative reviewed the submitted log file and observed pump stoppages on (B)(6) 2018. These events occurred when the system was connected to the power module. This type of behavior has been linked to potential issues with the driveline. X-ray images submitted for review did not show any obvious areas of concern internally or externally. On (B)(6) 2017, the manufacturer¿s technical service representatives arrived onsite for a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. Post repair, the vad system was connected to a normal patient cable and alarms returned. The patient was provided an ungrounded power module patient cable for use while on power module support. On (B)(6) 2018, a pump exchange was successfully performed. No additional information was provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed a driveline wire compromise that would have contributed to the reported pump stoppages. The submitted system controller log file contained data from (B)(6) 2017- (B)(6) 2018 and appeared to show the device operating as intended with stable pump parameters and no atypical alarms until the time frame between timestamps (B)(6) 2018 23:05 ¿ (B)(6) 2018 17:51 when multiple low speed events and pump stoppages were captured, which were associated with low speed advisory/hazard and low flow hazard alarms. No yellow wrench/driveline fault alarms were captured in the log file. The abnormal pump operation occurred only while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4)and approximately 17 inches of the external portion was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. Visual examination of the outer silicone sleeve and clear bionate layers revealed no evidence of damage. The metal braided shield appeared overall unremarkable with only some minor shield breakdown in the area of the distal end bend relief. Visual examination of the underlying wires revealed that the black wire was damaged at the proximal end of the driveline segment at approximately 15 inches from the metal connector. The wire damage appeared to be mechanical in nature with no evidence of insulation abrasion and was in the area of exposed wires close to the location where the outer layers of the driveline had been severed prior to receipt. Moreover, the exposed inner conductors appeared clean and shiny and showed no evidence of corrosion typically associated with an electrical short. Although a specific time frame for which the observed damage to the black wire was present could not be determined, the wire damage appeared to have been caused by a tool used during the driveline replacement procedure and could not be conclusively correlated to the reported event. Microscopic inspection and high-potential testing revealed no additional areas of compromised wire insulation along the length of the replaced driveline segment. The alarms did not resolve following the distal end driveline replacement and the pump was subsequently exchanged on (B)(6) 2018. Upon disassembly of the device visual examination of the pump's blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned cut approximately 1 inch from the nipple of the pump housing and an adjacent internal segment measuring approximately 9.5 inches was also returned. The distal end of the driveline containing the replacement site was not returned. Electrical continuity testing of both returned portions of the driveline revealed no discontinuities or shorts, even with manipulation of the driveline segments. Upon removal of the outer silicone sleeve, the metal braided shield appeared to be in overall good condition with only a few areas of minor shield breakdown, which appeared consistent with less than one year of use. Visual inspection of the underlying wires revealed a small breach in the insulation of the red wire adjacent to the nipple of the pump housing, exposing the inner metal conductors. The exposed conductors showed evidence of corrosion consistent with an electrical short. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The returned portions of the driveline were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. Microscopic inspection of the wires revealed no additional areas of compromised wire insulation or damage to the inner conductors along the length of the returned driveline segments. The red wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of the compromised red wire contacted the braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events and pump stoppages recorded in the submitted system controller log file. While the evaluation of the returned driveline segments identified an issue that would have contributed to the reported low speed/pump stoppage events, the evaluation did not reveal any areas of fractured wire conductors that would have contributed to the reported yellow wrench/driveline fault alarms. The pump was reassembled and operated for an extended period of time on a mock circulatory loop utilizing the returned driveline segments with the braided shield removed and functioned as intended. No driveline fault alarms were able to be reproduced during testing, even with manipulation of the wires. However, approximately 10.5 inches of the entire length of the driveline was not returned for analysis and a potential wire compromise on that portion of the driveline could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.